Event description:
The lay user/pt contacted lifescan (lfs) in 2009, and alleged that a onetouch ultraeasy meter was giving inaccurate results. On eight days prior, at around 8:00 am, she received a result of 8.0 mmol/l on the alleged meter. Right after receiving this reading, she felt "warm and blacked out for half an hour." She stated that she was unaware of what was going on around her on and off for about half an hour. The pt denied receiving any treatment to treat her symptom. She mentioned that she regained consciousness in about half an hour and went back to sleep. She felt better around 10:00 am. The pt also stated that these symptoms are not normal for her. The last time she tested her blood sugar prior to experiencing the symptoms was nine days prior to original date, at night. However, she was unable to recall the reading received. However, she had taken 4 units of novarapid insulin based on her blood sugar reading and 8 units of lantus. The customer service agent (csa) discovered that the pt was using incorrect technique to clean the puncture area. The csa also verified that the pt was using correct technique to test, he was reading the meter right side up, the sample was collected from an approved source, and the meter was set to correct unit of measure setting. Quality control solution was not performed, as the pt was unable to perform so due to poor eyesight. Replacement products were sent to the pt. This complaint is being reported, as the pt allegedly experienced "warm and blacked out", which could possibly be associated with hypoglycemia after the reported issue. Diabetes care management: the pt normally tested her blood sugar four times daily before each meal. Sometimes she tests more depending on how she feels. She takes novolog insulin in the morning, lunchtime and dinnertime based on a sliding scale. She also takes lantus insulin.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.